Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since lateral mass/pedicle screws were placed in the patient's spine in a different position than desired with brainlab navigation involved, despite according to the hospital/surgeon: of the screws placed not as intended while partly relying on navigation, one was revised in the very same surgery (left c6), and one was left in place (left c5). The position of the remaining screws was determined clinically acceptable. There was no actual harm/negative clinical effect to the patient reported due to this issue, nor further medical/surgical remedial actions that would have been necessary, done or planned for this patient due to this issue, nor prolongation of surgery/anesthesia time/hospitalization. According to the results of this technical investigation and the information provided by the hospital, it can be concluded that the root cause of the deviated screw at left c6 (requiring revision) and the deviated screw at left c5 which the surgeon was not completely satisfied with (but accepted) is due to a combination of the following factors: movement of the reference array due to insufficient rigid fixation and or inadvertent forces (e.g. Due to the patient scan drape) that likely occurred during the draping setup and removal prior to verifying and accepting the registration accuracy and physical collision with the reference array that occurred during the surgery. The array movement software warning also appeared during the surgery, further indicating its occurrence of reference shift. Movement of the reference system relative to the patient anatomy can lead to an inaccurate display of the tracked instruments on the registered image in the navigation software in comparison to their actual positions on the patient anatomy, which cannot be compensated by the navigation software. Apparently a deviation of the navigation display (in terms of the deviation observed with depth) was recognized by the user throughout the surgery, yet still proceeded with the surgery while still sparingly using navigation. However, the full extent and resulting deviation of the navigation display was not fully recognized by the user with the necessary navigation accuracy verification after the registration scan was performed, throughout the procedure, and while planning and placing the cervical screws. Unrelated to usage of navigation aid: insufficient handling of the non-brainlab screwdriver - non-rigid fixation of the screw to the non-brainlab screwdriver (its occurrence, twice, was acknowledged during the procedure). Any change in the screws' fixation to the driver after it's already been validated will no longer show an accurate representation of the instrument on the navigation display. Further, considering that several (6 of 10 total) of the screws did not exactly align to their planned trajectories indicates that the overall handling of the screwdriver during use was less than ideal with the user not carefully reviewing the instrument's position on the navigation display during its use. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.

Event description:
An open surgery (on (B)(6) 2022) on the spine for cervical posterior fusion at vertebrae c3 - c7, with intended placement of 10 screws (lateral mass screws at c3 - c6, pedicle screws at c7), was performed with the aid of the display by the brainlab navigation software spine&trauma 3d 1.5.1. During the procedure the surgeon: with the patient in prone position, attached the navigation reference clamp and 4-sphere array at the spinous process of vertebra c2. Acquired an intra-operative CT scan with automatic image registration of the current patient anatomy to the navigation, verified registration accuracy and accepted it to proceed. Soon afterwards (before invasive steps/drilling), noted a deviation of instrument position (brainlab pointer) and navigation display of about 3-5 mm (with respect to instrument depth in vertebrae). Decided to proceed and place screws at c3 - c7 using a navigated non-brainlab drill guide to prepare the pilot holes and a navigated non-brainlab screwdriver to insert the screws, while only partly relying on navigation display. During screw insertion (esp. At c6/c7), experienced problems to securely attach the screw to the navigated screwdriver (problems were solved by re-attaching the screw to the screwdriver or by using a different non-navigated non-brainlab screwdriver; it is unknow which screw was placed using which screwdriver). Acquired a 2nd intra-operative CT scan (with automatic image registration) for confirmation of screw placement and detected that the screws at left c6 and left c5 were not placed as intended, again noted a deviation of instrument position (brainlab pointer) from navigation display also for this scan, and still accepted registration to proceed. Replaced the screw at left c6 using aid of navigation to determine the entry, and decided to leave the screw in place at left c5. According to the hospital/surgeon: of the screws placed not as intended while partly relying on navigation, one was revised in the very same surgery (left c6) and one was left in place (left c5). The position of the remaining screws was determined clinically acceptable. There was no actual harm/negative clinical effect to the patient reported due to this issue, nor further medical/surgical remedial actions that would have been necessary, done or planned for this patient due to this issue, nor prolongation of surgery/anesthesia time or prolongation of hospitalization.